Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'cartridge removed, press ok to begin load process' and 'review deliver program' alarm. Per reporter the device had cracked threads on the cartridge housing. No adverse patient effects were reported by the customer.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause for the cartridge removed alarm to be the syringe sensor not operating as intended, and the most probable cause for the cartridge housing threads being cracked to be unintentional damage; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.